Manufacturer narrative:
Additional testing done by the product surveillance technician determined that the c3 tantalum capacitor on the application board had overheated and burned causing the air bubble detector (abd) to fail. Per data log analysis, the abd log only shows many 'starting application' events at the start of the log. Most likely when the issue occurred the abd was rebooting so many times that the event preceding the issue was purged. There are no five volt spikes in the system log for the power manager. There is no way to tell for sure if there was a voltage spike or not from the log but there is no indication of one.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician observed that when the customer air bubble detector (abd) module was used with the lab-use only abd sensor and a water loop, as soon as the module was configured and armed, the abd began alarming without the air bubble being present. The green light on the module was red signifying a problem with the module.

Manufacturer narrative:
The fsr replaced the abd module. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during field service installation of the heart lung machine, the air bubble detector (abd) failed. There was no patient involvement.